Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 66 mg/dl.